Event description:
Baxter (B)(4) received a report that an infusor's patient control module (pcm) had free flow before and after the shipping tab was removed. This occurred before patient use. The device was being filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. Visual examination of the sample showed no sign of physical abnormality. A functional flow test was performed on the pcm and revealed an average dispensed volume that is within specifications. The infusor produced functional results within the specification range; the device performed as expected. The reported condition of free flow was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.